Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. Based on device examination, the nail adapter shaft was heavily bent, and the threaded tip was broken. It may be that item was damaged due to excessive loads exerted on it, as it was reported by the distributor that patient leg was raised up "much more than required in the surgery". This report is submitted following an FDA inspection at the manufacturer facility.

Event description:
During implantation of a piccolo composite nail in turkey, the nail adapter broke. The threaded distal end of the adapter remained in the nail.